Manufacturer narrative:
When the investigation is completed philips will inform the FDA. (B)(4).

Event description:
The customer reported that on (B)(6) the touch alarm didn't work when touching the patients arm. The tube moved down to the patients arm and the operator didn't stop the movement as the touch alarm didn't work. The pressure of the tube was really painful for the patient and the hospital decided to take pictures of the patients arm. This examination showed that nothing was broken only bruised. The procedure was finished as planned.,the pressure of the tube was really painful for the patient and the hospital decided to take pictures of the patients arm. This examination showed that nothing was broken only bruised. The procedure was finished as planned.,

Manufacturer narrative:
This complaint is a duplicate of (B)(4). MFR. Report #:3003768277-2016-00024. (B)(4).